Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 13 mg/dl. The cause of low bg was unknown. Subsequently, customer was hospitalized in the intensive care unit. The customer declined troubleshooting with tandem technical support and declined to provide additional information.